Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-08797. This report was submitted as a duplicate report of the previously submitted report.